Event description:
Caller reported blood glucose results of 3.6 mmol/l on the compact plus system, 8.0 on his medtronic insulin pump, and a retest on the compact plus of 8.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).